Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the left ventricular lead exhibited high pacing impedance. Programming changes were implemented; the device will continue to be monitored. There were no patient consequences.